Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: evaluation pump was returned with scratches on the display lens. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed scratched display lens. This report is made based on results of investigation completed on 07/29/2015.